Event description:
A report was received that during a lead revision due to migration the physician found that the existing paddle lead was fractured. The physician believed that the lead was fractured before the surgery. The lead was successfully explanted and a new paddle lead was implanted. The patient was reportedly doing good post-operatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.